Manufacturer narrative:
The product associated with this complaint was not returned, it was discarded by the dentist. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. The following sections have been updated: date of this report. Date received by manufacturer. Added follow up type. Added evaluation codes. Additional narratives.

Manufacturer narrative:
Device lot # was not provided/unknown. Product has not been returned. Product was discarded. Product no returned to manufacturer.

Event description:
The dentist reported screw came loose. Placed on (B)(6) 2009. (B)(6). Screw was replaced.